Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to deep vein thrombosis; followed by successful, percutaneous filter retrieval (B)(6) 2018. Patient is alleging vena cava perforation, and organ perforation. Patient further alleges inability to walk. Report from computerized tomography (CT): "infrarenal ivc filter in situ. Anterior strut of the ivc filter is seen extending extraluminal and is seen in region of d3 segment of duodenum." Report from CT: "one of the limbs of the ivc filter is again noted to extend anteriorly and deviates the mucosa third portion of the duodenum superiorly. " venogram report: "there was some evidence for anterior compression right where the obvious malpositioning of 1 of the struts was noted." "On live fluoroscopy with no contrast that strut could seem to be moving in concert with movement of the bowel indicating that it was actually perforating 1 of the 3rd portions of the duodenum." "The remaining portions of the struts appeared to be intraluminal although there were 2 that appeared to be somewhat outside. This was not clear and this could be layered thrombus and so that there was no contrast visualized here. The apex of the ivc filter was below the renal veins". Retrieval report (successful): "the celect ivc filter was positioned in the infrarenal vena cava without appreciable tilt. The anterior strut of the filter was penetrating through the anterior wall vena cava, similar to preoperative imaging." "Gross inspection of the filter after removal demonstrated complete removal with all struts accounted for."

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: vena cava perforation, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for duodenum/organ perforation. Unknown if the reported physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Catalog# is unknown but referred to as cook celect filter; occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: duodenum perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic, or asymptomatic. Potential causes may include improper deployment, and (or) excessive force, or manipulations near an in-situ filter (e.g., a surgical, or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that, "on, or about (B)(6) 2012, a cook celect filter was implanted into [pt]'s body. On, or about (B)(6) 2017, it was noted that an anterior strut of the ivc filter had extended extra luminal and was seen penetrating the duodenum. This was again noted on, or about (B)(6) 2018." Patient outcome: it is alleged that, "[pt] suffered permanent and continuous injuries, including physical pain and suffering, mental anguish, physical impairment, loss of enjoyment of life, physical disfigurement, loss of earning capacity, and reasonable expenses for necessary medical care, all both past and future."